Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. After about twenty minutes of treatment, the machine alarmed and test strips were used to confirm the blood leak. The blood leak was noted at the top of the dialyzer. Estimated blood loss was 200cc's. Pt had no ill effects. Sample was discarded by the user facility; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls, were within spec.